Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient saw a doctor due to low blood glucose levels (bgs). The patient did not provide specific bgs. The doctor prescribed cortisone because of the issue with low bg levels. The patient did not want to provide any additional information on the event.